Event description:
It was reported that an ilet bionic pancreas had an unresponsive display with a small crack at the top of the screen, which prevented use of device functions; the device was replaced, and the user was advised to transition to backup therapy and to follow healthcare provider guidance for elevated blood glucose. Symptoms included hyperglycemia with a reported blood glucose of 245 mg/dl. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included a complaint review and attempts to obtain the device for evaluation. Investigation of this case revealed that the device was not returned for analysis. It was concluded that a device malfunction related to the display was reported, the root cause could not be determined without returned product, and the event was non-serious. The device has not been returned.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.